Manufacturer narrative:
(B) (4). (B) (4). Patient information requested. The set has been received; investigation is not complete. A follow up report will be submitted with the investigation findings.

Event description:
Customer reported during an infusion of levophed a bolus was inadvertently given to the patient when the IV set was being moved to a different pump and the nurse did not close the roller clamp prior to opening the door on the pump module. This caused increased bleeding from the patient's chest tubes and an increase in the patient's systolic blood pressure which was successfully treated with diprivan. There was no adverse patient sequelae. Although requested, no further patient/event information was available.